Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One eztetic dental implant, 3.1mm diameter, 2.9mmd platform, 11.5mm length (ct3111) with inner and outer packaging was returned for investigation. Visual inspection of the as returned product identified all the product packaging was returned, the sterile barrier was broken and the inner vial only contained the cover screw. The implant and mount were missing. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. Therefore, based on the available information, the packaging malfunction and the reported event could not be verified as the conditions of the product when they first reached the customer are unknown. A root cause cannot be determined. The following sections have been updated: b4: date of this report d4: device expiration d4: UDI g4: date received by manufacturer g7: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h4: date of manufacture h6: entered evaluation codes h10: added manufacturer narrative

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient information not provided/unknown. Event date not provided/unknown. Reporter's last name and email not provided/unknown.

Event description:
It was reported that when the customer opened the vial, the implant was missing. Another implant from stock was used to complete the procedure.